Manufacturer narrative:
(B)(4). The manufacturing location was unknown. Device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified veterinary surgical procedure, it was observed that the coupling part on the attachment device to hold the cutter device broke while cutting the bone. According to the report, the cutter device jammed into the bone that was being cut. It was further reported that the devices were being used with an electric pen drive device that was set at 100% and full power. It was reported that there was no allegation with the electric pen drive device. It was reported that the coupling started to fail during the cutting which resulted in the cutter device to disengage from the coupling. It was reported that the cutter was re-attached (there was no evidence of failure at this time) to the coupling which broke as the cut was restarted. It was reported that after reviewing the post-operative radiographs, it was found that one of the nipples used within the cutter device fell into the joint space between the femoral condyles at the level of the fossa. It was reported that the piece was small and made of stainless steel. It was reported that retrieving the piece would not be easy; therefore, it was decided to leave it. It was not reported if there was delay in the surgical procedure or if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.